Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. In addition, the customer reported the pump became hot while charging the pump. Subsequently, multiple temperature alarms occurred while the pump was charging. The customer¿s blood glucose level was 122 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.